Event description:
Information was received from a trial patient. It was reported that the patient was feeling really sick since starting the trial. The patient reported she is lying in bed and could hardly move, feels dizzy, thinks she has a fever and has been vomiting. The patient also reported soreness in the buttocks area. The patient was unable to decrease stimulation because the programmer was in another room and the patient was feeling dizzy at the time. The patient reported that she was given antibiotics yesterday to take for three days.

Event description:
Additional information was received. It was reported that the patient told their doctor about experiencing dizziness, vomiting, fever, and soreness in the buttocks area. It was noted the doctor told the patient it was not related to the external neurostimulator. The doctor removed the lead yesterday ((B)(6) 2017). It was reported that the dizziness, vomiting, fever, and soreness in the buttocks area was getting better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.